Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon of the stent delivery system (sds) ruptured after an inflation of 20 atm. The same device was placed and there were no pt effects. No add'l event or pt info is available.